Manufacturer narrative:
G4: 04may2020. B4: 05may2020. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part numbers for the power switch overlay and power management board. The customer replaced the defective power switch overlay to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 05may2020, b4: 05may2020. D10: device available for evaluation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26feb2020.

Event description:
The customer reported error alarm (light emitting diode) led failed. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.